Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor ph and pco2 were off the scale. This occurred twice, however, no event info was provided for the other event. The product was changed out. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).